Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 585mg/dl, and diabetic ketoacidosis. Pump data review by tandem technical support showed the customer received an occlusion alarm. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, fluids of saline, dextrose, and lactated ringer. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.